Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 501 mg/dl and a high ketone level that was not identified as dangerous by healthcare provider. The cause of elevated bg was unknown.. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.